Manufacturer narrative:
In this case, the c-arm and omega movement was stopped by the touch sensor, which is a safety feature. The damage to the x-ray beam limiting device unit was caused by the user's additional operation. So, there will be no further property damage. Although there was a possibility that the unit would fall from the c-arm body due to the rotation mechanism detaching, there was no possibility that the fallen unit could contact the patient or user considering the c-arm position. Therefore, there will be no personal injury.

Event description:
During automatic positioning, the c-arm and omega contacted. After that, a user attempted to keep the arms separated but operated as the arms were further strongly contacted by additional user operations. This caused damage to the x-ray beam limiting device unit and the occurrence of an error of this unit. After the study was finished, a customer engineer found that the rotation mechanism came off. There was no harm to the patient or user, nor any damage to surrounding equipment. This event did not affect the study because this happened at the end of the study.